Event description:
It was reported that the asymptomatic patient presented to clinic for routine device check. Upon interrogation, the right ventricular lead exhibited low impedance. The lead was reprogrammed. The patient would continue to be monitored.